Manufacturer narrative:
Analysis of the returned device is complete. The results are below: a review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the pump was then connected to an administration set (hs-008, lot # 2203016) and the downstream occlusion alarm was tested. A 20 ml infusion was started, and the distal end of the tubing was clamped, and the complete downstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false downstream occlusion alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.

Event description:
(B)(4)no downstream alarm.

Manufacturer narrative:
Analysis of the returned device is complete. The results are below: a review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the pump was then connected to an administration set (hs-008, lot # 2203016) and the downstream occlusion alarm was tested. A 20 ml infusion was started, and the distal end of the tubing was clamped, and the complete downstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false downstream occlusion alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.

Event description:
(B)(4)no downstream alarm.

Event description:
(B)(6): no downstream alarm. Healthcare professional reported device did not alarm upon downstream occlusion. Medication being infused was is unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.